Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and other non-malignant pain. The caller reported that it was taking him a lot longer to recharge, he reported it was taking 6-8 hours with all 8 boxes shaded. The patient was to follow up with his healthcare professional. No symptoms were reported. Additional information was received from a consumer regarding the patient. The caller stated the recharging difficulties had gotten gradually worse and had been really bad the past few months. He reported he discussed the issue with his healthcare professional (hcp) and they recommended he saw a representative (rep). Recharging best practices were reviewed with the patient and he was redirected to contact his hcp. No symptoms were reported. Additional information was received from a representative (rep) and consumer regarding the patient. The caller reported that the patient was recharging every few days. It was stated that sometimes the ins battery seemed to drop quicker than others. The caller reported that contact 15 showed an impedance of greater than 20000 ohms at 1.5v which was all the patient would tolerate. The caller requested to analyze the recharge statistics. It was confirmed that no shorts were present. Follow up was conducted. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.